Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was hit on the head by her student on (B)(6) 2019. The external processor was broken and she was taken to the hospital. The user had no hearing sensation (was off-the-air) until she was provided with a different processor and it was re-activated on (B)(6) 2019. Now the user reports experiencing static noise to all sound stimulation with processor on , which she describes as a "crunchy" sound. The user also reports an increase in tinnitus, headaches, and her sleep is also affected. She reports to be significantly struggling with speech understanding. Facial nerve stimulation (fns) is also reported and was observed during testing.

Event description:
The user was hit on her head by a student on (B)(6) 2019. The external processor was broken and she was taken to the hospital. The user had no hearing sensation (was off-the-air) until a different processor was provided and it was re-activated on (B)(6) 2019. Now the user reports experiencing static noise to all sound stimulation with processor on, which is described as a "crunchy" sound. There is also an increase in tinnitus, headaches, and sleep is also affected. The user is experiencing these symptoms without the processor in use as well and is significantly struggling with speech understanding. Facial nerve stimulation (fns) is also reported and was observed during testing. The user was re-implanted. Stimulation levels were set conservatively at soft stimulation levels and user given progressive maps. She was very pleased and reported the sounds she heard before re-implantation were not there. User reports tinnitus, headaches, and sleep issues are better, and that the facial nerve stimulation has completely stopped.

Manufacturer narrative:
Conclusion: according to the received information from the field, the recipient experienced tinnitus, headaches and sleeeping issues since a hit to the head. The received in situ measurements point to a functional internal device. Also during device investigation, the device works within normal limits. Mechanical damages found are attributable to the removal surgery. Based on available information, the observed symptoms are possibly caused by device unrelated medical conditions, since the they are reportedly also experienced without the audioprocessor. Furthermore, the recipient reported facial nerve stimulation, which is a known post-operative side effect of ci implantation. This is a final report.

Manufacturer narrative:
Additional information: according to the received information from the field, the recipient experienced tinnitus, headaches and sleeping issues since a hit to the head. The received in situ measurements point to a functional internal device. The external parts were broken due to the hit and have been exchanged. Reportedly the recipient is experiencing facial nerve stimulation with the new processor, which has been programmed with the previous maps. Based on available information, the observed symptoms are possibly caused by device unrelated medical conditions, since the they are reportedly also experienced without the audioprocessor. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user was hit on the head by her student on 06-nov-2019. The external processor was broken and she was taken to the hospital. The user had no hearing sensation (was off-the-air) until she was provided with a different processor and it was re-activated on (B)(6) 2019. Now the user reports experiencing static noise to all sound stimulation with processor on, which she describes as a "crunchy" sound. The user also reports an increase in tinnitus, headaches, and her sleep is also affected. The user is experiencing these symptoms without the processor in use as well. She reports to be significantly struggling with speech understanding. Facial nerve stimulation (fns) is also reported and was observed during testing.